Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/24/2015.

Event description:
Procedure type: proximal pancreaticoduodenectomy. According to the reporter: after the initial firing in the adjacent part to the pylorus was done, the doctor confirmed the malformed staples were stuck to the tissue and could not be fired successfully. In such a conditions the knife blade cut the tissue and then it caused the leakage. Also in both the second and the third firing, the fired staples could not be formed properly and after a while the cut edge became gradually opened. The cut edge parts were manually sutured for recovery. Using new stapler, the surgeon additionally performed the firing again on the concerning area with no problem confirmed. After procedure, the patient has been having a high fever and currently still under follow-up. Operating time extended: less than 30 min. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. Oozing bleeding. Nor reinforcement material used.

Manufacturer narrative:
(B)(4).